Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was there any adverse consequence associated with the patient? Breakdown of the previous wound (sutures placed 4 days prior) may have been linked to suture weakness. Did the needle fall into the patient? No. What is the surgeon's opinion of consequences to the patient? Replacement of first suture with another brand. Possibly wound breakdown of the previous wound, though patient factors may also have played a part. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a dog underwent an unknown procedure on an unknown date and suture was used. The suture had broken down 4 days later. Additional information has been requested.